Event description:
It was reported that the programmer was displaying an error code and would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was displaying an error code and would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer could not boot up due to an error message, the programmer passed all bench check functional and systems tests and no anomalies were found. (B)(4).